Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erroneously high troponin (accu tni) results generated by the unicel dxi 800 access immunoassay system for two pts. Pt a: the initial accu tni result was 1.61 ng/ml. The original sample was re-spun and re-tested twice and repeated results were: 0.31 ng/ml and 0.04 ng/ml. In addition, the re-centrifuged sample was tested on a different instrument in the customer's lab and a result of 0.09 ng/ml was obtained. Pt b: the initial accu tni result was 0.51 ng/ml. The sample was tested on the different instrument and a result of 0.11 ng/ml was reported out of the lab. The erroneous results were reported out of the lab. The customer did not report pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects plasma samples in bd tubes. The specimens were sampled from the primary tubes. Qc was within specifications during the time of the event. In 2008, 12:05 pm, an ultrasonic's level sense failure error was posted to the event log. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a preventative maintenance (pm) to the instrument and ran a system check with good results. The fse conducted a sample carryover testing which failed. The fse replaced sample and substrate probes. The fse adjusted voltage, primed and calibrated back-draw. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.